Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (BG) was 34 mg/dL. Customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit where BG was treated intravenously with Dextrose and saline. Reportedly, the customer was released on (b)(6)2026 with the issue resolved and no permanent damage. Tandem Technical Support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.